Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a small neurological event. Log files were submitted for evaluation and data showed multiple pulsatility index (pi) events that were occurring on (B)(6) 2024 3:59:30 to 9:19:29.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported neurological event could not be conclusively established through this evaluation. It was reported that the patient had a small neurological event around 09:56 on (B)(6) 2024. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Log file data from the reported event date of 10jul2024 was reviewed and found no notable alarms or events. The device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C. Is currently available. Section 1 of the IFU, "introduction," lists other neurological event (not stroke-related) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Neurological dysfunction is also listed as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.